Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history

Event description:
It was reported, one of the patient's leads migrated inferiorly and no longer provided stimulation. The patient stated, he had twisted and felt something pull in his back. It was reported, surgical intervention will be undertaken to resolve the issue. No further information is available at this time.